Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A materials manager reported that an ophthalmic forceps device would not open after it had once been closed during surgery. An alternate forceps was obtained in order to continue the procedure. There was no impact to the patient.